Event description:
It was reported the pt's (B)(6) ipg was explanted due to discomfort at the pocket site. The device was replaced and the ipg pocket was relocated from the pt's anterior chest wall to the lateral chest wall.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.